Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type blood/solution set separated from the spike and resulted in a leak. This was further described as the end of the clear tubing that went into the white, hard, plastic end came completely out. This was identified during a blood transfusion to a patient. The outcome was that the blood transfusion was rescheduled for the patient¿s next treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10:the actual device was discarded; however, a photograph of a companion sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. The reported problem could not be verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.